Event description:
It was reported that the patient was referred to another facility for pump and catheter evaluation. The evaluation was completed and the patient underwent a catheter revision on (B) (6) 2010. The patient was last seen (B) (6) 2010. The patient was doing well. His baclofen dosage (2000 micrograms/cc) was increased from 551.1 micrograms/day to 750 micrograms/day at a simple continuous rate). His next scheduled refill was scheduled for (B) (6) 2010. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).